Event description:
It was reported that during fluoro with the cardiac system, the live monitor went white, but the issue cleared. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However as a preventative measure checked hv cables for arcing, both ends needed regreasing. Regreasing completed. Performed a filiment calibration. During calibration the system arced, however, no visual signs were noted of this happening. Checked snubber pcb and noted oil leaking from tube. Ordering new tube and snubber pcb. Since facility has a new service contract with a third party, the third party will complete the repair. No additional information at this time. If additional information is provided, we will report.